Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change out, the physician noticed blood in the pocket and obtained cultures. The procedure was completed. Four days later the cultures came back positive and the patient was brought back in for a cardiac resynchronization therapy pacemaker (crt-p) system extraction. The device was used temporarily for pacing until the infection cleared. A new crt-p system was implanted three days later. No further patient complications have been reported as a result of this event.